Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of therapy. Their device helped really good in the first 2 to 3 months after implant but then after that no matter what they out it on they still hurt and had pain. These issues started in 2013. The patient had their device removed because it wasn't helping. They did not remember when they had the device explanted because they had a stroke. It was also noted that the patient had a brace for their scoliosis that went all the way up to their neck and helped them. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.